Manufacturer narrative:
The field service engineer (fse) was not at the customer site but spoke to the customer via telephone. The cause for the reported leaking is attributed to the tubing that connects the sample filter and the pbv. The customer replaced the tubing that goes from the specimen filter to the probe bypass valve (pbv) and that resolved the reported customer issue. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported a leak on their iq200 system. The leak consisted of a drop of liquid observed on the side of the sample filter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face shield. There was no exposure to the leaking hazardous fluid. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.